Manufacturer narrative:
The complaint was not confirmed and no new issues were observed. All functional test results were within range specification. No errors were observed during control solution testing.

Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained.

Event description:
Customer reported that on (B)(6) 2011 she received an ER-4 message on the display of her freestyle lite blood glucose meter, the first time she attempted to use it. She further reported experiencing "hot flashes" and tremulousness. Paramedics were called, treated customer with a glucose injection and transported her to a local healthcare facility where she was diagnosed with hypoglycemia and given an additional glucose injection. There was no report of death or permanent injury associated with this event.